Event description:
It was reported that one day post implant the patient got up in the middle of the night and had a syncopal episode. A monitor showed loss of capture on the right ventricular (rv) lead for 13 beats. A lead dislodgement was confirmed and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri-45, implantable pacing lead, (B)(6) 2013. An a2dr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).